Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set spike separated from the flow control barrel of a peritoneal dialysis (pd) transfer set. This issue occurred at the patient¿s home during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to f10/h6: device codes: replace 571 with 839. H10: the actual sample was received for evaluation. A visual inspection with the naked eye noted the uv (titanium) spike separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.